Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery named proximal femur fixation was performed. After insert the pfna ii blade, the anticlockwise, the driver could not be locked. Therefore the surgeon changed to another one, and the prolongation of surgery was 20 minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: data/information not provided by reporter. (B)(6). The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4) manufacturing date: 09 october 2014, expiry date: 01 october 2024. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.